Manufacturer narrative:
The investigation for the reported hemorrhagic stroke has been completed. The device was not returned for evaluation nor was there sufficient clinical information provided. Therefore, the root cause of the access site bleed could not be determined. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 64-year-old male had a cp support and developed a hemorrhagic stroke. The impella was removed.